Event description:
It was reported that the patients lead had migrated. It was noted also that patient was not able to get enough pain relief. The patient underwent lead replacement procedure and was doing well post operatively. The explanted device was kept at the facility.